Manufacturer narrative:
(B)(4). The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined based on the reported information. Use error may have contributed to the event. Based on the information provided, the patient's anatomy was tortuous. Per pipeline instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. See MDR # 2029214-2015-05145 for related event.

Event description:
Medtronic received report that a pipeline flex did not open during flow diversion procedure. As a result, the physician performed a vessel sacrifice. The patient was being treated for an aneurysm in the internal carotid artery (ica). The patient's anatomy was tortuous. The pipeline was advanced through the microcatheter without resistance. At deployment, the device did not open at the proximal end despite attempts to open by manipulating the microcatheter by locking down the delivery wire and moving both as a system. A retrieval attempt using a retrieval device and a snare were unsuccessful. The internal carotid artery was occluded with coils. Flow remains through the circle of willis. No further patient complication was reported as a result of this procedure.

Manufacturer narrative:
(B)(4)

Event description:
Medtronic received information that the patient experienced hemiparesis and not hemiplegia. The hemiparesis began immediately post-procedure on the patient's left side. The patient has since recovered.

Event description:
Medtronic received additional information that the patient experienced hemiplegia.